Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the 1st firing adjacent to the pylorus, the stapler was fired successfully and the staple line looked integral and clear of blood. The gun and reload were removed from the patient. The scrub nurse went to reload the gun and found it impossible to fit the next cartridge into the gun. Upon inspection the metal plate of the previous reload was found inside the cartridge half of the gun. This was then removed and the same gun was then used successfully throughout the remainder of the procedure without the event repeating. However, noticeable blood ooze was observed from the staple line. The procedure was prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).